Event description:
It was reported that there is hair in the fluid path of bd plastipak¿ luer-lok¿ syringe. No patient impact reported. The following information was provided by the initial reporter: opened one shelf box and found one hair in the blister of one syringe.

Manufacturer narrative:
Investigation summary: one picture has been received to perform investigation. Complaint involves a 20ll syringe with reference 300629 and lot number 2202058. Customer reports foreign matter, a hair, found in the fluid path of one syringe. DHR from lot 2202058 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon visual inspection of the picture received it can be seen a closed unitary packaging with a syringe inside. The syringe has a hair in the fluid path confirming the defect described by customer. Pictures also show the unitary packaging of the syringe. Manufacturing area for 20ml syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Assembly station of this manufacturing line is equipped with deionizer and vacuum cleaner to remove foreign matter previously to plunger assembly. Operators wear protective clothes (hair covers, moustache cover, coat, beard cover, shoes cover) according to internal procedure (ha-012) to avoid contamination of hair or other foreign matter during manufacturing process an product manipulation. According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub processes according to procedures (jg-301, jg-302, jg-303 and jg-304): although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure during packaging process. Quality project# (B)(4). Is open to reduce this foreign matter in this product by covering transport and equipment in the line this product is manufactured. New integral cap is also being implemented for assembly area.